Manufacturer narrative:
As per the literature, gross microscopy and light microscopy of lens showed granular deposits in a dense round pattern of distribution within the margins of the capsulorhexis or pupil on the anterior surface/subsurface of the iol. The granules stained positive for calcium with alizarin red. On sem (scanning electron microscopy) coupled with eds (energy dispersive x-ray spectroscopy), the granular deposits were found to comprise calcium. The calcification in this study resembled the pattern seen on calcified iols after anterior segment procedures using intracameral injections of air or gas. According to the literature, this calcification of hydrophilic acrylic iols is likely the result of blood¿aqueous barrier breakdown from repeated intraocular procedures. The study purports that any additional intraocular surgery or trauma after previous hydrophilic acrylic iol implantation might lead to localized anterior surface or subsurface calcification of the iol. The study concludes the calcification is the result of an exacerbated chronic inflammatory reaction after multiple intraocular procedures with a metabolic change in the anterior chamber of the eye. This reaction or change leads to a localized pattern of anterior surface/subsurface calcification of the iol exposed to the aqueous humor while the portion of the iol covered by the capsule is spared. According to a study author, no further information is available regarding this patient. Investigation is under way.

Event description:
The article ¿localized calcification of hydrophilic acrylic intraocular lenses after posterior segment procedures¿ by vaishnavi balendiran, md, kyle maclean, md, nick mamalis, md, manfred tetz, md, and liliana werner, md, phd reports a case involving an intraocular lens (iol) that was explanted as a result of opacification in houston, texas, USA (case 27). The patient had a history of retinal detachment and retinal detachment repair. No additional information on this patient is present in the literature. According to one of the study authors, no additional information is available for this case.

Manufacturer narrative:
The lot number was not identified, and the lens was not returned for evaluation. A review of the lens images shows optic center opacification. The testing performed in the context of the study could not be replicated/confirmed internally. This case did not specify the procedure used for the retinal detachment repair, which may be with tamponade or scleral buckling. With tamponade in certain eyes, such as those with compromised zonules, even with an intact posterior capsule there is a possibility of oil/gas migrating to the anterior segment and contacting the iol. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action required. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.